Manufacturer narrative:
It was reported that the patient has instability due to not having a patella and issues with the quadriceps muscles not firing properly. A revision surgery is planned to exchange the poly inserts with thicker sizes to provide additional stability. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has instability due to not having a patella and issues with the quadriceps muscles not firing properly. A revision surgery is planned to exchange the poly inserts with thicker sizes to provide additional stability.